Event description:
Complainant indicated that during training there was no display on the device and there was a continuous alarm going off. Complainant indicated that there was no pt involvement in the reported malfunction.